Event description:
(B)(4)-2012- (B)(4) - the dealer reported that the insignia mechanical wheelchair had four crossframe assembly support brackets broken. There was no reported injury.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dealer reported that the insignia mechanical wheelchair had four crossframe assembly support brackets broken. There was no reported injury.